Event description:
Registered nurse (rn) notified this rn that patient's pertuzumab had leaked onto the patient's shirt from the y-site of the tubing. Infusion stopped. Faulty tubing and remainder of medication placed in chemo bag and returned to pharmacy. Primary rn notified primary team. Patient assisted in cleaning skin and removing clothes. Patient given gown to wear. Rn replaced primary line. Rn noted that saline was leaking out of y-site of primary line of tubing. Rn tried another primary line of tubing from the same lot an had the same thing happen. Tubing type: continu-flo solution, with duo-vent spike. Lot: (10) r22c14017. Manufacturer response for infusion pump tubing, IV pump set continu-flo 10 drops/ml drip rate 105 inch tubing 3 ports, per site reporter. The manufacturer has acknowledged receipt of the product complaint, still awaiting an official response.